Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula or any fluid path component. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when preparing to use the fbn, a foreign body was found on the IV cannula. There was no impact on patients".

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for foreign matter and hooked needle point with the incident lot was observed. The nature and origin of the foreign matter was not able to be determined from the photos. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and hooked needle point. Bd has initiated further root cause investigation relating to the issues of foreign matter and hooked needle point through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle there was foreign matter on device cannula or any fluid path component. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "when preparing to use the fbn, a foreign body was found on the IV cannula. There was no impact on patients".